Event description:
The customer contact reported that during testing at the user facility, concurrent flow was noted. The customer contact stated that during testing, "primary line drips when secondary medication line is dripping, even if the flush bag hanging lower than medication bag." Though requested no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.